Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unable to prime unit during prime/compromised force sensor test due to faulty force sensor resistor. Unit received with severely scratched display window.

Event description:
Customer reported via phone call to have received a button error alarm. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.